Manufacturer narrative:
Pump rotor was replaced and pump passed accuracy test by moog service ctr in (B)(6). This MDR is being submitted because this device is similar to a device marketed in the united states.

Event description:
Information received from moog service ctr in (B)(6) indicated that pump failed volumetric accuracy test at 10.04 ml, greater than 20% of report-ability. Dosage provided was 15 ml.